Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report discordant elevated coagulation factor viii / dade actin fs activated ptt reagent results that were obtained on one patient sample on the cs-2500 instrument. The following conclusion is made by siemens healthineers: the issue is caused by a known interferent from the medication (emicizumab) as this leads to elevated results with one-stage clotting assays (aptt and aptt based fviii determination). This is a well-known and generic interference based on assay principles. The dramatic shortening of aptt caused by emicizumab leads to significant interference with the one-stage fviii activity assay. This phenomenon has been thoroughly described in studies such as 'laboratory monitoring in emicizumab-treated persons with hemophilia a' and 'effects and interferences of emicizumab, a humanised bispecific antibody mimicking activated factor viii cofactor function, on coagulation assays', both available on pubmed." Emicizumab does not interfere with the siemens coagulation factor viii / factor viii chromogenic assay . No fviii activity is exhibited by emicizumab using the siemens chromogenic assay. This fits to customer observation. Obtained result for sample of a patient with severe hemophilia a treated with emicizumab. According to complaint description remaining fviii activity is ~1%. The aptt based fviii determination showed a highly overestimated result due to interference of emicizumab.

Event description:
The customer reported the observation of discordant increased results of coagulation factor viii / dade actin fs activated ptt reagent assay for one patient with known hemophilia a on the cs-2500 system using aptt with factor viii. The sample was repeated with an alternate method siemens coagulation factor viii / factor viii chromogenic assay and recovered lower. There are no known reports of patient intervention or adverse health consequences due to the discordant result.